Manufacturer narrative:
Results: the embolization coil was intact with the penumbra smart coil (smart coil) pusher assembly and had offset coil winds near its proximal end. During functional analysis, resistance was experienced when advancing the smart coil through its introducer sheath. Furthermore, the smart coil could not be advanced into a demonstration microcatheter. Conclusions: evaluation of the returned device revealed that it had offset coil winds near the proximal end of the embolization coil. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, resistance may be encountered, and damage such as this may occur. The offset coil winds caused resistance when attempting to advance the coil during functional analysis. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid artery (ica) to treat a ruptured aneurysm using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a new smart coil out of its introducer sheath and into a non-penumbra microcatheter. The physician then made several attempts to advance the smart coil into the microcatheter; however, the coil would not advance and was "winded" in the hub of the microcatheter as there appeared to be a gap between the tip of the introducer sheath and the proximal part of the hub. Therefore, the smart coil was removed and the procedure was successfully completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
(B)(4).